Manufacturer narrative:
The product was returned to the manufacturer and visual examination was performed by the product range manager. The device shows marks on the inferior plate which indicate rotational move was probably applied while device was inserted in the disc space . The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the analysis of the product and the recurrence of this type of event, the cause for the event was identified as mishandling during implant postioning . Indeed, it is clearly indicated in the complaint report that the implant was rotated during insertion. However, the surgical technique specifies: during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly. Thus the prosthesis disassembly was consecutive to a rotational movements while it was inserted in the disc space . The investigation found no evidence to indicate device issue.

Event description:
Mobi-c p&f us: disassembled. According to the description provided, the implant was rotated so it had to be explanted. After peek insert was taken off. The event did not impact the patient. Although several attempts were made, no update were received for this case.